Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of morphine. No specific programming parameters were provided. On (B)(6)2012 at an unspecified time, the device reportedly stopped suddenly during delivery. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact indicated that the patient reportedly did not receive the dosage on time; however, there were no reported adverse patient effects. There was no reported delay in therapy critical to this patient. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been returned. This report represents all the information known by the reporter upon query by hospira personnel.